Manufacturer narrative:
2 of 2 devices have been returned for evaluation. Evaluation of the two returned device found excessive wear due to a lack of proper maintenance. This devices did not heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes 2 malfunction events where a midwest stylus plus handpiece overheated. There were no injuries in any of the events.